Manufacturer narrative:
Additional information provided in d.10., h.3., h.6. And h.10. Th returned sample was visually inspected and functionally tested. No defects were observed. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. There was proper communication between the probe and the console. The sample primed and calibrated with a console. No air leak was detected from the infusion air line during the priming process, and no error code or leakage was detected. The cleaning process was able to be performed after the functional test was completed. The sample passed functionality testing. The sample was tested at appropriate settings. Infusion pressure rate and intraocular pressure (iop) were normal. No bubbles were found during fluid air exchange. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported that bubbles came out from the infusion cannula. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported bubbles came out of the infusion cannula during a vitrectomy procedure. The product was replaced and the procedure was completed. There was no harm to the patient.